Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging apply sample - meter. The reporter alleged meter does not give blood glucose result after applying blood. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.